Event description:
I had lasik eye surgery approximately 5 years ago. I did not receive 20/20 results, but did experience exceptional clarity after having very poor vision for some time. In the last 6 months, I noticed that my vision seemed to worsen. It was not as clear as it used to be. I could not read as far away as I used to. I am aware that the natural deterioration still occurs due to aging of the eye, but did not expect to experience this at a young age. I have trouble driving at night. My eyes are exceptionally sensitive to light -specifically during nighttime- and I find it hard to focus. Lasik summer - 2003.